Event description:
It was reported that a 65 yo male, initial right knee implanted on (B)(6), 2018, underwent a revision procedure on (B)(6), 2022, approximately 5 years 4 months post the initial procedure. Reason for revision not reported. Poly swap indicated. No device breakage or surgical delays reported. The patient was last known to be in stable condition following the event. No x-rays or device images were able to be obtained. No device returns available as the hospital kept the device. No further information. Patient was revised to exactech devices. (B)(6), 02-012-48-4009 - logic cr tib insert slope+, sz 4, 9mm; serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k111400. Concomitants: (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; (B)(6), 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; (B)(6), 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: a, b, c, d, g the reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.